Event description:
It was reported that the catheter consistently read temperatures 6 degrees lower than the actual temperature. The health professional noted that secondary temperatures were taken with a rectal thermometer.

Manufacturer narrative:
The reported event could not be confirmed. It was unknown whether the device met specifications due to no sample was returned for evaluation. The product was used for treatment purposes. A potential failure mode could be ¿sensor wire breaks thermistor cracks or breaks¿ with a potential root cause of "sensor wire too weak or thermistor chip too weak". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿visually inspect the product for any imperfections or surface deterioration prior to use.¿ h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the catheter consistently read temperatures 6 degrees lower than the actual temperature. The health professional noted that secondary temperatures were taken with a rectal thermometer.